Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported a posterior capsule rupture. Surgeon felt this was laser related. Rupture was noticed during hydro dissection of the lens. Upon follow up, patient had an anterior vitrectomy at the time of the surgery.

Manufacturer narrative:
The company service representative examined the system and the event log. No system messages were found in the event log related to the event. The company service representative performed a mock surgery on the glass eye and the system performed as intended. The depth check was tested, measured, and found the z optical offset for cataracts was shallow by 23 microns. The offset was adjusted. This measurement could not have affected surgical outcome as described by the surgeon as bracketing of the cataract lens was well below anterior and well above posterior of the capsule. The company service representative could not identify any laser performance issues that could have contributed to the event. The system was then tested and met all product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).